Event description:
During an in clinic follow up, increased capture thresholds resulting in loss of capture was noted on the right ventricular (rv) lead. X- ray imaging was performed; no anomalies were noted. The patient was stable and will be monitored.

Event description:
Additional information was received that the rv lead was capped and replaced.